Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left common femoral artery. After sheath placement, a guidewire was crossed the lesion along with a microcatheter. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 13 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a 4mm wolverine balloon. There were no patient complications reported. Patient was in good condition post procedure.